Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated all buttons were unresponsive after swimming. The reporter noted moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/11/2013 with the following findings: evaluation revealed that the keypad was fully intact. All of the keypad buttons responded appropriately. Evaluation revealed that there was no contamination under the key contacts. The audio bolus was lifted. A damaged bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged bolus button is obvious and detectable and should alert the user to discontinue use of the pump. The bolus button was removed and found moisture contamination under rubber cover. There was a bolus button leak during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.